Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: received information as following from sales rep via phone today. This event resulted in increased intraoperative bleeding in the patient (specific details unknown), and no subsequent adverse event reports have been received.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: quantity of blood loss? - patient weight? - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please confirm the lot number involved in this complaint? 103108 s an invalid batch number. Received information as following from sales rep via phone today. The lot number involved in this complaint cannot be confirmed. Were there patient consequences? If yes, please explain. Received information as following from sales rep via phone today. It caused the patient to bleed. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a high ligation of bilateral inguinal hernia sac procedure on (B)(6) 2025 and suture was used. During the procedure, when the chief surgeon took out the suture for suturing, the problem of pulling off suture needle happened. The hand washing nurse immediately took the needle and suture away, and the touring nurse immediately replaced the suture. The chief surgeon experienced needle pull off issue again during suturing, and the hand washing nurse took the needle and suture away again. The patrolling nurse replaced the suture again to performed skin suturing. No adverse patient consequences were reported. Additional information was requested.